Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter coming out of the needle. This was discovered during use. The following information was provided by the initial reporter: material no. 328411, batch no. (B)(4). It was reported that foreign matter comes out of needle when plunger is pressed to the top of syringe.